Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the heater line of a homechoice (hc) device. The patient was connected at the time of the leak. This event occurred during fill one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient was pulling on the heater line prior to the leak. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.